Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges the device was smelling like smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported he was asleep while using the device, and was awakened by a smoke smell. The patient stated this occurred for a couple of months. The patient stated he experienced a headache from the smoke smell. The patient also experienced being tired. The patient reported the unit was not working properly since (B)(6) 2024. The patient alleges the unit was smoking off an on, and the control knob was very loose since the device was received. The patient described the odor as an electrical smell. The patient denied seeing any flames, or evidence of melting, warping, or voids/gaps in the device enclosure. There was no exposed wiring. The device was plugged into a wall outlet. There was no other device plugged into the same receptacle. There was no property damage. The patient was not using any other medical devices, and no one in the house was a smoker. The patient cleans the tank and tubing once per week using vinegar and water. The device settings at the time of the alleged incident was 5-20. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.